Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 g, intraperitoneal,duration and frequency not reported), gentamicin injection (20 mg, intraperitoneal, duration and frequency not reported) and unspecified medication (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, patient outcome was unknown. Pd therapy was ongoing. No additional information was available.